Event description:
A discordant advia centaur xp troponin result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of a patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to a blocked aspirate probe 1 tubing. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.